Event description:
Customer reportedly obtained a result of 350mg/dl on the compact plus system while a professional device read 165mg/dl within 10 minutes. No action taken based on device result. No adverse event reported due to results. Requested return of suspect system and replacement was sent.